Manufacturer narrative:
Correction of the section h6, investigation conclusion should have been "no problem detected" rather than " cause traced to component failure".

Event description:
It was reported that the patient presented to the emergency department experiencing syncope. Device interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance and an elevated capture threshold, resulting in intermittent capture. Programming changes were performed to address the capture issue. However, it was noted that the pacemaker continued to exhibit a high capture threshold, subsequently resulting in intermittent capture. The pacemaker was explanted and replaced, while the rv lead was capped and replaced on (B)(6) 2026. During the procedure, it was noted that the new right ventricular (rv) lead was not used due to the lead helix issue and was replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual inspection found the helix was extended, offset, and clogged with blood/tissue. X-ray examination of the helix mechanism found the helix was offset. The cause of the reported event was isolated to blood/tissue in the helix region and slightly bent helix.